Manufacturer narrative:
Patient information is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that postoperative the proximal femoral anti-rotation nail (pfna) broke. Concomitant devices reported: distal locking screw (part/lot unknown, quantity 1); pfna blade (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: part number 459.380, lot number 5940498, qty 1, part number 459.340, lot number 5939016, qty 1, part number 04.027.036s, lot number 9299869, qty 1.

Event description:
Device report from synthes europe reports an event in germany as follows: it was reported that postoperative the proximal femoral anti-rotation nail (pfna) broke. Revision surgery occurred on (B)(6) 2018.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part 04.023.107s, lot 9299869: manufacturing site: (B)(4). Release to warehouse date: december 19, 2014. Expiry date: december 01, 2024. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specifications for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: the product was returned in a non-synthes bag. The laser marking was readable. Traces of use were visible and the nail is broken in the region after the conus from the nail. During this investigation, the outer and inner diameter were measured and were within the specifications according to the drawing. During the manufacturing process these features were inspected through the inspection sheet and the whole lot has passed its specifications. Therefore, the nail was manufactured according to its quality standards and a manufacturing issue can be excluded. Based on the investigation result this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view the relevant features were measured and were within specifications as well as in the manufacturing documentation no issue was identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 the patient was implanted with pfna hardware to treat a left leg femur fracture. Post-operatively it was discovered the nail had broken and a revision procedure was necessary. The revision procedure occurred on (B)(6) 2018.